Event description:
A patient reported an insulin delivery issue with her omnipod system. She had high blood glucose (bg) readings for several days, despite using a new pod and sensor. The last insulin delivery was 1.35 units on (B)(6) 2025. The patient was hospitalized on (B)(6) 2025 due to high bg's of 693 mg/dl. Further information on the event was solicited but not available. No treatment information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s921usqs4aya1. Smartphone hardware: sm-s921u. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.